Event description:
It was reported that: "infection risk poly exchange."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was destroyed in the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.